Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): against resistance. Concomitant: guide wire: sionblue, sionblack; guide cath: axess 6fr spb3.5 cocatte4fr. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that after implanting an unspecified 2.5x23 stent in the proximal left anterior descending (lad) coronary artery, after performing pre-dilatation, a 2.25x23 rx xience prime stent delivery system (sds) was advanced toward a lesion in the 1st diagonal coronary artery, however, the sds failed to cross; though not specifically stated by the physician, it is intonated that as the distal edge of the prior placed stent in the lad slightly covered the ostium of the 1st diagonal artery it is possible that this caused, or contributed to, the inability to cross. While retracting the 2.25x23 rx xience prime sds from the anatomy, resistance was felt between the sds and the tip of 6fr non-abbott guiding catheter; thus, the sds was completely retracted through the guiding catheter slowly. Upon removal of the sds from the anatomy, it was noted that the stent was flared. A new 4fr non-abbott guiding catheter was used and a 2.25x28 rx xience prime sds was advanced and deployed, completing the procedure with a resulting 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.